Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a starclose se device after an interventional transfemoral cerebral angiography procedure with a small-bore sheath. Reportedly, when the physician tried to insert the device but the vessel locator wing were already opened even though the plunger was not pushed. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported misfire was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, the cause of the reported misfire of the vessel locator wings cannot be determined. In this case it is likely the plunger was inadvertently or prematurely pressed causing the wings to deploy. This likely occurred prior to the exchange sheath being connected to the device. The returned device condition indicates the handle haves were opened. Information was received stating the device was manipulated post procedure. Given the state of the returned device the reported deployment of the vessel locator wings without the use of the plunger cannot be confirmed. The handle of the device was then likely opened by the user in an attempt to reset the device and retract the plunger based on the returned state of the device. The cause of the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.